Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged central processing board (cpu). No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. During inspection a damaged cpu board was identified. The cause could not be determined. No repairs were performed; the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.